Event description:
Legal counsel for patient reported that patient underwent a left total hip arthroplasty on (B)(6) 2000 and a right total hip arthroplasty on (B)(6) 2003. Patient's legal counsel further reports patient allegations of pain, bone/tissue damage, loss of range of motion, elevated metal ion levels and metallosis. There have been no reported revision procedures. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There were two modular heads listed on the (B)(4) 2003 invoice for the initial procedure on the right side. It is unknown which modular head was implanted during the initial right hip procedure. Review of device history records for both modular head show that the lots released with no recorded anomaly or deviation. The following sections could not be completed due to the part/lot information could be: category number - 163661, lot number - 541970, expiration date - oct 31, 2011, manufacture date ¿ nov 2, 2001. Or the part/lot information could be: category number - 163662, lot number - 722410, expiration date - jan 31, 2013, manufacture date ¿ jan 23, 2003. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "postoperative bone fracture and pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2014-00515 / 00518).